Event description:
Reporter alleged she couldn't test due to an error on her aviva device, and she felt dizzy as if she was hypoglycemic. Reporter stated she passed out, awoke, and was given juice. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device.